Manufacturer narrative:
(B)(4). Visual evaluation of the returned femoral component identified gouging inside the lateral condyle by the rail. As the reported product damage observed prior to surgery, the implant compatability is not applicable. Surgical notes were not necessary because the product was not used during surgery. Evaluation of the returned product determined that root cause of the reported issue is attributed to manufacturing. The complaint is considered confirmed based on evaluation of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device returned, not yet evaluated.

Event description:
It is reported that the knee arthroplasty appeared damaged when the packaging was opened during surgery. Another device was used to complete the surgery.